Manufacturer narrative:
Analysis was performed on the returned device. The reported guide and foot detachment were confirmed based on the returned device condition. The reported noise, device entrapment and difficulty inserting into the patient anatomy could not be replicated in a testing environment as it was based on procedure circumstance. The reported difficulty closing the foot could not be replicated in a testing environment based on the returned device condition. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty inserting the device, guide detachment, foot detachment, difficulty closing the foot, and device entrapment appears to be related to interaction with the patient calcification and manipulation of the device during insertion into the anatomy. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received stating that a posterior foot separation occurred during the procedure. The whole device was retrieved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, resistance was felt during insertion of the proglide device into the anatomy and a noise was felt/heard. The proglide device was forced into the anatomy and was successfully deployed; however, when the lever was returned to its original position the foot did not close. The proglide handle halves were intentionally opened to attempt to manually close the foot. Hemostats were used to hold and pull a wire within the proglide device to close the foot and allow retrieval of the proglide device. As the proglide device was being retrieved it separated at the distal guide. The sheath was simply pulled out. No tissue damage occurred. Contralateral approach was used to inflate an unspecified balloon at the access site and manual arterial compression was applied to achieve hemostasis. The patient is doing well. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.